Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable - clamp tubing" alarm. There was a residual volume of 12.4ml. Only 96.7ml of the drug was delivered at the time. There was air found in the line. There were no reported adverse events.